Event description:
Pt who underwent a ptca (angioplasty) was re-admitted 5 days later complained of right calf pain for 3 days with numbness and coolness. Upon arrival pedal pulses were absent. Pt underwent an embolectomy. That was attributed to the vasoseal device. Pt's blood flow has been restored with good pulses present.